Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm epic max valve was successfully implanted in a patient. The patient was administered 50,000 ie of heparin for procedure. The patient had a minimum activated clotting time (act) level of 625 seconds and maximum a act level over 1000 seconds. There was no difficulty implanting the device, such as multiple manipulations during procedure. On (B)(6) 2024, the patient was extubated, did not talk, and had difficulties finding words. On (B)(6) 2024, the patient's bedside monitor detected an onset of atrial fibrillation. The patient was administered a loading dose of amiodarone. On (B)(6) 2024, it was noted via echocardiogram that the patient had developed an 11mm circumferential pericardial effusion across the left ventricle and right ventricle/atrium. There was no pericardial effusion noted prior to procedure and the patient was not taking any anticoagulant or antiplatelet medication prior to procedure. There were no signs or symptoms of cardiac tamponade. The patient was taking 100mg of acetylsalicylic acid once, daily at the pericardial effusion was discovered. On (B)(6) 2024, the patient underwent a neurologic examination/consultation. On (B)(6) 2024, the patient had a cranial/spiral computed tomography scan of the cranium and a cardioversion was performed, returning the patient to sinus rhythm. On (B)(6) 2024, the patient was administered an anti-inflammatory medication. The cause of the patient's aphasia is attributed to the implant procedure and perioperative cerebral ischemia. The cause of the patient's atrial fibrillation is attributed to the implant procedure. The cause of the patient's pericardial effusion is attributed to anticoagulant used for procedure and the procedure. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event for patient effects of cognitive change (aphasia), atrial fibrillation and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the patient's aphasia is attributed to the implant procedure and perioperative cerebral ischemia. The cause of the patient's atrial fibrillation is attributed to the implant procedure. The cause of the patient's pericardial effusion is attributed to anticoagulant used for procedure and the procedure. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.